Event description:
Pt's original date of surgery was in 2002. In 3/2002 pt fell on ice. Pt was seen by dr the next day. First complaint of prominence and pain over graft incision site while kneeling was reported in 5/2002 while in physical therapy. Mitek screw & sheath was removed later in 2002 as it was noted as having backed out. Surgeon stated two weeks later that the pt is recovering fully and success of the procedure was unaltered by the "screw starting to back out." As surgical intervention was required an MDR is being filed to document this event.